Event description:
In 2007, the pharmacist (rptr) contacted lifescan, on behalf of the lay user/pt. The pt was alleging that she became unconscious after taking too much insulin based on her one touch ultra meter readings. The medical affairs specialist spoke with the pt four days later and obtained add'l info. The pt tests at least 4 times per day and uses an insulin pump with novolog insulin. On the day before the incident, the pt obtained a blood glucose result of "440 mg/dl" on her meter. The pt was unable to recall how much insulin she took after testing on her meter but based on her sliding scale, she would have taken at least 6 units of novolog insulin. At the time of the test, she did not have any symptoms of high or low blood glucose levels. The next morning around 6am, she woke up with no symptoms and tested at "524 mg/dl" on her meter. She thought that something might be wrong with her insulin pump because she obtained another high meter reading, so she replaced her insulin pump connections. She then took at least 8 units of novolog based on the meter reading. Later the same day around noon, she tested again, got "407 mg/dl" and then took more insulin (at least 6 units) based on the meter reading. About 5 hrs later, the pt's daughter found the pt unconscious. The pt did not recall having any warning signs of her blood glucose dropping before she became unconscious. The pt's daughter tested the pt's blood glucose on the reported meter and it read "296 mg/dl". The daughter disconnected the insulin pump and then contacted the emergency services (ems). When the ems arrived, the pt's blood glucose was "12 mg/dl" on the ems's meter. She was treated with IV glucose and taken to the hosp. At the hosp, the pt was being treated with IV glucose and juices. She was released later that night with a blood glucose level of "286 mg/dl." The customer care advocate (cca) verified that the meter was correctly set to "mg/dl" and an approved sample was used. The rptr was unable to indicated if the correct testing/cleaning techniques were used at the time of testing. The cca had the rptr run a control solution test on the phone and the result was within range. This complaint is being reported because the rptr alleged the pt became unconscious after taking insulin based on the reported meter readings. The pt was then treated for low blood glucose levels by the emergency services and at the hosp. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass insp, lifescan will inform FDA of the results in a supplemental report.